Event description:
Additional information received indicated that the device was explanted. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device could not be interrogated and no new patient episodes could be stored. Premature battery depletion was suspected. Device replacement is anticipated and the patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, communication could not be established between the device and the programmer due to the battery being depleted. Based on the default parameter settings, the device did not perform to the expected longevity. The device behaved normally during automated test equipment (ate) testing and power consumption of the device was measured and found to be normal. The cause of the battery depletion was unable to be determined.